Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident was observed during device testing as error 20e triggered when the main firmware is found to be corrupt during cyclic redundancy checks (crc), and flash memory read returns a failure during the crc check reporting the program header is invalid. As a result, the device software was re-loaded to resolve the issue. No emerging trend based on similar reports.